Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was indicated that the patient experienced a return of symptoms. The patient reported that they had recently not been holding their water at night and noted that they had tried increasing/adjusting stimulation. It was indicated that the patient had plans to set up an appointment with their healthcare professional (hcp) to have their device checked by the hcp or a manufacturer representative (rep). No further complications were reported or were expected.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapy. The patient stated the therapy was not working as good as it used to and it started 2 weeks before the report right after they had back surgery. The patient stated they had turned off the stimulator before the surgery and turned it back on after. The patient reported the stimulation was on program 3 at 4.6v when they communicated with it before the call. The patient tried to communicate during the call but got poor communication when trying to sync. The patient pressed the stim on button and it did connect and they started to feel stimulation. Even though the patient thought they saw a lightning bolt earlier when they used to programmer it appeared the stimulation was not actually on because when they pressed the stim on button they started feeling stimulation. The patient stated that maybe they didn't do it right after the surgery. The patient lowered stimulation down to 4.3v and stated it was comfortable. The patient was asked if they were having a communication problem with the programmer and they said no I think it is ok. Troubleshooting resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-14. The patient reported that the device was shut off for the back surgery. The patient reported that when she turned it back on she didn¿t get it plugged in right.